Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the forearm shunt. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm. The balloon was simply removed from the patient's body and the procedure was completed with another of same device. No complications were reported and the patient was good post procedure.